Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer's blood glucose was unknown. Troubleshooting confirmed that the power error alarm was not a recurring issue. However, the insulin pump was returned for analysis.